Event description:
It was reported the right ventricular (rv) lead exhibited no capture. It was decided to explant the rv lead. Upon removal of the lead, to avoid the possibility of a pneumothorax, the physician intentionally poked a hole in the rv lead¿s outer insulation and forced a guide wire into the lead toward the distal end. The lead was then advanced into the vein carrying the guide wire with it. When the guide wire was fluoroscopically visualized to be well into the venous system, it was pulled out of the lead's insulation, the lead withdrawn from the vein and the guide wire utilized for the introducer and dilator. The rv lead was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. 5076-45 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.